Event description:
The xience asia small vessel study consisted of patients who were implanted with xience prime, xience xpedition, and xience alpine stents from 2013 to 2019 who were divided into two groups; small vessel group treated with one =2.5 mm stent and the non-small vessel group treated with one =2.75 mm stent. The primary end point was a patient-oriented composite outcome (poco) defined as a composite of all-cause death, myocardial infarction, and any repeat revascularization at 12 months. Adverse patient effects noted in hospital and 12 months post procedure included: myocardial infarction, target lesion revascularization, target vessel revascularization, stroke, thrombolysis in myocardial infarction (timi) major/minor bleeding. The article concluded the study showed that 12-month clinical outcomes of xience ees in small vessels were comparable to those in non-small vessels in real-world korean patients. Details are listed in the attached article, titled " clinical outcome after everolimus-eluting stent implantation for small vessel coronary artery disease: xience asia small vessel study.¿ no additional information was provided.

Manufacturer narrative:
Attachment article titled: "clinical outcome after everolimus-eluting stent implantation for small vessel coronary artery disease: xience asia small vessel study.¿ the device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction, bleeding (hemorrhage) and stroke are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4- the UDI is not known as the part and lot number were not provided. D6a: estimated date.